Manufacturer narrative:
Based on the current information provided, the causes of the customer reported failure mode of the mcs tip cover accessory and the intra-operative complications cannot be determined. Isi has requested for return of the mcs instrument for failure analysis evaluation; however, isi has not received the instrument to confirm/identify any reportable failure mode(s). The mcs tip cover accessory was discarded by the site. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Although none of the reusable instruments were reused in subsequent procedures with the exception of the endoscope, a site review shows no complaint filed against the instruments. No image or video clip for the reported event was submitted for review. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted radical prostatectomy procedure, there was bleeding seen from the right external iliac vein during dissection of the pelvic lymph nodes. The surgeon used a bipolar instrument to stop the bleeding. The amount of bleeding was small and the patient did not require a blood transfusion. Upon retrospective procedure video review by the site, the mcs tip cover accessory was seen to have a 2-3 mm tear. The causes of the bleeding and tear to the mcs tip cover accessory are unknown.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy procedure, there was bleeding from a vein observed. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: the surgeon was performing pelvic lymph node dissection when bleeding was seen from the right external iliac vein. A tear was subsequently discovered on the right external iliac vein. The amount of bleeding was small, and the surgeon used a da vinci bipolar instrument to stop the bleeding. The procedure was completed as planned and there were no post-operative complications. The cause of the injury is unknown but upon the site's review of the procedure video post-operatively, the monopolar curved scissors (mcs) tip cover accessory installed on a mcs instrument was seen to be torn by 2-3mm. According to the surgeon, it is possible that an electric current was applied through the gap in the torn tip cover outside the field of view although the surgeon did not see any arcing during the procedure. The mcs instrument was used for about 4 hours before injury to the vein occurred. The maryland bipolar forceps and prograsp forceps were in use along with the mcs instrument when the bleeding was discovered. The mcs instrument tips did not touch any staples/clips/sutures while energized. According to the surgeon, there were no anatomical factors or pre-existing medical illness that caused/contributed to the bleeding. It is unknown if there was unexpected movement of the system/arms or medications that the patient was on that caused/contributed to the injury. The surgeon stated that the instrument and the mcs tip cover accessory were inspected before use and there was no damage found. It is unknown if the jaws of the mcs instrument were immersed in liquid prior to activating the instrument or whether there was any instrument tip collision during the procedure. An erbe vio generator was used but the settings for the generator were unknown. The mcs tip cover accessory was discarded by the site. The site declined to return the mcs instrument as they deemed the issue was due to the mcs tip cover accessory and not the mcs instrument.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by a failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The following fields were updated: g3, g6, h2, and h10.

Event description:
Refer to h10/h11 for follow-up information.